Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. No unexpected a13 or e21 and unexpected restart error alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout and unexpected restart alarm as well as blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that there was no response, although the button was pressed, because the pump peeped, the battery was removed. Because the battery was removed, a new battery was inserted for now, "a13" alarm occurred the customer was advised to stop using the pump and deal with the event by using a pen. The insulin pump will be returned for analysis.